Manufacturer narrative:
The event date was estimated. Device unique identifier (UDI)- (B)(4). Approximate age of device - 1 year. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2015. It was reported that on (B)(6)2016, the patient had a driveline exit site infection, the cultures were (B)(6) for (B)(6). The patient underwent surgical debridement of the pump pocket and driveline exit site. The patient was treated with oral suppressive antibiotics. There were no alarms reported for this event. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not conclusively be determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.